Manufacturer narrative:
Image and video review: the customer returned a video. The video shows a balloon in the vasculature. The middle marker bands are visible on the screen. The audio indicates that the balloon would not deflate but it is difficult to make out the inflated balloon in the video. The customer returned 3 images. Image 1 shows the proximal end of the balloon. The proximal marker band and the balloon bond are visible in the image. Image 2 shows the distal end of the balloon. The distal marker band and tip seal are visible in the image. Image 3 shows the device label. Product analysis: the nanocross device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside its shelf carton in 3 biohazard bags. A visual inspection of the balloon bond could find no damage. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.014¿ guidewire was loaded through the tip and exited the hub without any difficulty. An indeflator with pressure gauge was used to inflate the balloon to 8 atm and the balloon inflated without issue. The balloon inflated to rated burst pressure of 14 atm without issue. Negative prep was performed, and the balloon was deflated in 11 seconds without issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced deflation issues when using a nanocross otw pta balloon catheter during a procedure. The deflation time was reported to be significantly longer. Inflation device used was a non-medtronic device. No patient injury reported for this event.